Event description:
It was reported that the filter perforated the vena cava. A patient reported they had a greenfield filter implanted in 2002. At an unknown date the patient received a CT scan which showed that 2 of the 6 legs of the device had perforated the vena cava. It also showed that the device had shifted 22 degrees. It was reported that the device was causing a lot of pain. The device cannot be removed due to other unknown existing medical conditions with the patient. It was further reported that the patient had a CT scan on (B)(6) 2018. Since the filter placement the patient has been dealing with abdominal pain, chest pain and back pain.

Manufacturer narrative:
Patient identifier, date of birth, age at time of event, sex, other relevant history, implant date were all updated.

Manufacturer narrative:
Event date and implant date approximated.

Event description:
It was reported that the filter perforated the vena cava. A patient reported they had a greenfield filter implanted in 2002. At an unknown date the patient received a CT scan which showed that 2 of the 6 legs of the device had perforated the vena cava. It also showed that the device had shifted 22 degrees. It was reported that the device was causing a lot of pain. The device cannot be removed due to other unknown existing medical conditions with the patient.